Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
On (B)(6) 2011, during a novasure endometrial ablation the pt "started to vomit." The pt was under IV (intravenous) sedation (dose unk) and the anesthesiologist stabilized her. The ablation was completed. The physician performed a pre and post hysteroscopy and pt's uterine "cavity was intact." The pt was discharged home. On (B)(6) 2011, the pt went to the emergency room complaining of "abdominal cramping and pain." She was released with a pain medication (name and dose unk). On (B)(6) 2011, the pt returned to the emergency room complaining of "abdominal cramping, pain and a foul smelling discharge." A vaginal swab was performed and the pt had endometritis. The pt was administered the antibiotic clindamycin (dose unk) and instructed to f/u with the physician. It was reported on (B)(6) 2012, the physician stated the pt is doing fine.